Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Device was returned to clinic by patient's spouse. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.